Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test.pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review, no relevant alarms on event date to confirm complaint code. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Unit was also received with scratched case. In conclusion, unable to confirm customer's concerns of high bgs and pump error alarm. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unspecified pump alarm. The customer reported blood glucose value of 240 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1780kl, mmt-332a, mmt-7020a. Troubleshooting was performed and confirmed customer received the reported issue high blood glucose. Customer using the device or not before 48 hours of the event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether continued using the device or not. Product return requested for mmt-1780kl. Customer declined to return, or is unable to return. No product return is required for mmt-332a. No product return is required for mmt-7020a.

Event description:
Updated summary: the case is not reportable based on additional information received customer did not report any pump errors/alarms.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.